Event description:
A report from the field indicated that a pt who had been previously diagnosed with pseudo tumor cerebri had the valve implanted in 2001. Six weeks later, the pt was admitted to the hosp with severe headache, and a scan indicated that the pt was suffering hydromyelia and a herniation of the brain stem through the foramen magnum. The pt died later that evening. The valve was explanted 2 days following the pt's death. Initial inspection of the valve by the doctor showed no obstruction of the valve.